Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that ec allows evar of varying complexity without the need for open surgical ilio-femoral conduits in patients with concomitant advanced iliac occlusive disease.

Event description:
Article received: asciutto, g. E. (2017). Endoconduits with "pave and crack" technique avoid open ilio-femoral conduits with sustainable mid-term results. European journal of vascular endovascular surgery, 472-479. Purpose: to evaluate the feasibility and mid-term outcomes of endoconduits (ec) with the ¿pave and crack¿ technique during endovascular aneurysm repair (evar) of varying complexity. Per the article deaths occurred during the study period.